Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019. The customer troubleshooting with technical support and could not reproduce the reported problem. Technical support advised the customer to restart the ventilator and run s/t (spontaneous with timed backup) performance verification test. The customer reported that the ventilator successfully passed s/t performance test after restarting it, and no further alarms have occurred. The ventilator has been put back into service.

Event description:
The customer reported continuous high pressure alarms. There was no patient involvement.